Event description:
It was reported the pt was experiencing shocking sensations around her ipg site. A sjm representative stated the shocking sensation was only present when the pt had her ipg device on. No further information is available at this time, follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.